Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the external iliac artery using a contralateral approached the balloon was reported to have ruptured. The vessel had severe calcification, moderate tortuosity and 90% stenosis. The product was placed at the target lesion and the balloon was inflated using an indeflator, however, the balloon ruptured at 9 atmospheres. Therefore, it was withdrawn out of the patient's body and another balloon catheter was used for the procedure. There was no adverse consequence to the patient. This product has been returned for evaluation and testing, however, the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.